Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 5/26/2017 resulted in defect found and the event was determined to be reportable. Most likely underlying root cause washed strips. No chemistry observed on returned strips. Test strip UDI# (B)(4).

Event description:
Consumer complaint of e-2 error; test strip error. E-2 error occurred when the blood sample is absorbed. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 01/21/2018 and open vial date is undisclosed. Adverse event not reported. The meter memory was not reviewed for previous test result history.